Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 3 failed and displayed device was not detected on bus error. A field service engineer found door board 3.2 failed to present. Further, the engineer replaced drawer controller board and pyxis module controller board to resolve the issue. Additional information will be added to the record if and when the information is received. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3 failed and displayed device was not detected on bus error. The customer tried to reboot and recover but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.